Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 180mg/dl, 108 mg/dl, and 94mg/dl. No actions taken based on device results: no adverse event reported. Requested return of suspect device and replacement was sent.